Event description:
Doctor reported event of "abdominal operation" from journal article: "perioperative safety in the longitudinal assessment of bariatric surgery", the new england journal of medicine; 07/30/2009, vol. 361, no. 5. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter the connector type is assumed to be a taper ii. Abdominal operation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abdominal operation as follows: "failure to secure the band properly may result in its subsequent displacement and necessitate reoperation." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation."